Event description:
As started on the novartis nutrition quality complaint form: "the peg was pulled out with the guidewire and transparent part of the tube. When the grey dilator passed through the skin the peg divided into two pieces. The white part 'disappeared' back into the pts stomach. The internal bolster had already passed through the pts mouth. An incision was immediately made and the surgeon managed to pull out the peg."